Event description:
It was reported by service report that the head-end was stuck up, the foot-end was at its lowest position, and the bed litter won't go up or down, although the lift motors were running. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: worn lift motor couplers.